Event description:
Pt with subglottic and tracheal stenosis following a traffic accident 1 1/2 yrs ago. Tracheal stent placed emergently, replacing t-tube in trach. Returned home and was in mild to moderate respiratory distress for a few days. Spent 1-2 nights at a neighbor's house (who had air conditioning), then visited local ed. Improved after a breathing treatment. Then sat up in bed, could not breathe, collapsed. Md at bedside within 30 seconds. Could not "bag" ventilate pt. Pt started seizing and was given suxamethonium and was intubated. Still was unable to "bag" ventilate pt. Endotracheal tube advanced till hub in mouth, with no improvement. Pt expired. Autopsy declined.